Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting an expired stimulator, not prepping the surface of the skin before implantation, not closing the site, multiple tunneling attempts, using incorrect tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, the questionnaire shows the site was not irrigated before closure, and the patient has a contraindicating condition of mrsa infections post procedures/surgeries, which are potential causes of the reported issue. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error - clinician).

Event description:
The stimulator was explanted on (B)(6) 2021, due to an infection.